Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
On (B)(6) 2015, a customer reported that on (B)(6) 2015 had one case that resulted in a radial tear.

Manufacturer narrative:
The surgical images showed a well centered suction ring. There was no noted patient movement. The capsulotomy proceeded normally with initial breakthrough beginning on frame 7 with full breakthrough on frame 8. There was no visible pattern anomalies noted in the capsulotomy treatment. The laser system log files were reviewed and there was no indication of device malfunction. The surgical procedure was completed 100% and no error messages were recorded. No surgical intervention was required. Root cause: unknown.

Event description:
On (B)(6) 2015, a customer reported that on (B)(6) 2015 had one case that resulted in a radial tear.